Event description:
Healthcare professional reported "any creases", "hole non-specific".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Gel fracture: no observed. Crease folding of implant: no observed. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and exchange of textured devices due to patient's concern with product. Healthcare professional further reported "any creases", "hole non-specific". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and exchange of textured devices due to patient's concern with product. Device has been explanted.